Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the customer had high blood glucose. Customer's blood glucose was 500 mg/dl. During troubleshooting, device passed the high pressure test. Customer felt uncomfortable with the device and wanted it replaced. Customer agreed to return the device for analysis.